Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt's mother stated that several months ago, the pt's infusion sets began occluding frequently and caused the pt's blood glucose to elevate. The mother stated that the pt's blood glucose elevated to 450 mg/dl. She stated that she would replace the pt's infusion tubing and his blood glucose would return to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was discarded. No product will be returned for eval.